Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was an increase in a pacing impedance measurement involving this patient¿s pacemaker and right ventricular (rv) lead. Additional information from the field indicated that the exact measurement of the pacing impedance was 2000 ohms. The cause of the high impedance was unknown and the patient is going to be monitored for the time being. The patient¿s system continues to remain in service. No adverse patient effects were reported.